Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer stated that they did not have a lot of sensors she said before she uses them the needles were bent she had tried to bend it straight and they still would not work nothing had gotten stuck in her. The insulin pump will not be returned for analysis.